Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 529 mg/dl. The customer was not nauseous, but did have a headache. Troubleshooting was performed, and the insulin pump was not programmed correctly. The insulin pump passed the prime and high pressure tests. The caller requested a replacement insulin pump. Nothing further was reported.